Event description:
The customer reported that erroneous sodium results were generated from an au400 clinical chemistry analyzer for multiple patients. Beckman coulter inc. Assessment of customer supplied patient data indicated the generation of elevated sodium, potassium and chloride results generated from the au400 clinical chemistry analyzer for one patient on (B)(6) 2012. The initial elevated sodium result was autoverified and the repeat, elevated sodium result was reported outside the laboratory along with the initial elevated potassium and chloride results. There was no death, serious injury or modification to patient treatment associated with this event. Upon repeat on another instrument, the patient's sodium, potassium and chloride repeat results were lower and considered valid. Corrected reports were issued. The sample was collected in a serum separator tube.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) identified a faulty mixer in the ion-selective electrode sample pot as the source of the erroneous patient results.